Manufacturer narrative:
This is a definitive report. This case was reported from a facility to (B)(6) authority, and it was forwarded to manufacturer. The reporter did not provide any further information. According to the report, the batch number was 23523621 but there is no applicable number in the manufacturing records.

Event description:
On (B)(6) 2020 11:40 : a (B)(6) year-old male patient weighing (B)(6) kg received artz dispo injection with lidocaine hydrochloride 0.1 g. The two liquid medicines were mixed for total volume of 7.5 ml. He took a sitting position for the treatment. When about 3 ml liquid was injected into the joint, his head tilted to one side, his face was pale. He lost his consciousness. His muscles were relaxed. The doctor immediately pulled out the syringe, and placed him in a supine position. His blood pressure was 110 / 69 mmhg at that time, even though his usual systolic blood pressure was 140 mmhg, and his heart rate was 106 beats / min. He regained consciousness after lying in a supine position. He responded to questions but he looked fatigued. He complained that when the drug solution was injected into the joint, he felt chest tightness and breathing resistance, and was fainted. Chest tightness disappeared after he regained consciousness with slight shortness of breath and no other discomfort. 11:42: the doctor gave him rest under continuous observation. 11:50: he was given about 100 ml of hot water. 12:00: he informed that the discomfort symptoms had disappeared. 12:40: he left the hospital.